Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2025. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the axios stent was not visualized endoscopically when the physician attempted to release the gastric flange inside the scope, as the stent was observed to have fully deployed in the pseudocyst under x-ray. The misplaced stent remained implanted, and another axios stent was used to complete the procedure. On (B)(6) 2024, the misplaced stent was removed using rat tooth forceps. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of misplaced stent was removed using rat tooth forceps. Imdrf impact code f2202 captures the reportable event of the stent was removed at a later date.